Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had been doing reasonably well during the day, but would wake up crying and screaming during the night. According to the report, an MRI was done which showed dilated ventricles. It was decided to decrease the setting from 1.5 to 1.0. The doctor attempted to read and then adjust the device. It was stated that the based off the position of the compass needle and oscillating characteristics of how the needle fell into place, they could identify with reasonable certainty that the valve rotor was on the wall. The doctor was able to ¿fiddle¿ with their adjustment magnet technique and move the rotor into the 1.0 slot. Reportedly, when the rotor fell off the wall into the slot, a ¿thunk¿ could be heard.